Event description:
A family member reported that their daughter's device is not working, the caller did not have any further information. The caller stated the device stopped working (B)(6) 2016. The caller noted the patient was doing therapy and threw their back out. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.